Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 1 which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and provided instructions for the caller to follow, including using multiple daily injections (mdi) as a backup therapy.